Manufacturer narrative:
It was reported that the p-art was out of specification. The p-art at 0 pressure was read as 40, and at 100 pressure it was read as 128. The failure occurred during maintenance. A getinge field service technician (fst) was sent for investigation and repair on 2024-01-10/18/19. No parts were replaced. The failure could not be preproduced in the repair depot. The cardiohelp unit was tested consecutively over eight days at 3200 rpms and at 4.00 lpm. The unit was stopped multiple times the the pressure were checked using an sensor tester. All pressure reading were in specification and the cardiohelp ran without any errors. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stops could be confirmed on the date of event, 2023-12-29. No exact root cause could be determined, as the failure could not be replicated by the repair depot. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure, wrong pressure information : defective / disturbed (emi) pressure sensor. Connection of non-compatible senor. Response time is too long . According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. Additionally, in the IFU of the cardiohelp (chapter 10 "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-01-24 for the period of 2021-05-07 to 2023-12-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-05-07. Based on the results the reported failure " p-art was out of specification " could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the p-art was out of specification. The p-art at 0 pressure was read as 40, and at 100 pressure it was read as 128. The failure occurred during maintenance. Complaint ID #.